Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("continued vaginal bleeding"), pregnancy with contraceptive device ("pregnant with essure"), abortion spontaneous ("miscarriage"), ovarian cyst ("ovarian cysts"), infection ("infections") and crohn's disease ("crohn's disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant) with menstruation delayed. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. In (B)(6) 2014, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), infection (seriousness criterion hospitalization), abdominal pain ("severe abdominal cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), headache ("headaches"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (endometrial ablation / right fallopian tube and ovary were both removed on (B)(6) 2017) and surgery (salpingo-oophorectomy in (B)(6) 2012). At the time of the report, the pregnancy with contraceptive device had resolved and the abortion spontaneous, ovarian cyst, infection, crohn's disease, vaginal haemorrhage , abdominal pain, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, menorrhagia, menstrual disorder, migraine, headache, depression, anxiety, fatigue and anaemia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, vaginal haemorrhage , anaemia, anxiety, back pain, crohn's disease, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a right salpingo-oophorectomy and endometrial ablation, during which the lining of her uterus was ablated to help with her continued vaginal bleeding, and her right fallopian tube and ovary were both removed. Since most recent surgery, the events have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2013: positive. Pregnancy test urine - in (B)(6) 2013: positive. Ultrasound scan - in (B)(6) 2013: 6 weeks pregnant; on an unknown date: fetal heart beat could not be found - miscarriage. On (B)(6) 2011, an hsg test was performed, confirming full occlusion of fallopian tubes. Two weeks after having her ultrasound, plaintiff was admitted to the emergence room (ER) for a sudden onset of severe vaginal bleeding. As part of her assessment in the ER, an ultrasound was done. Sadly, a fetal heartbeat could not be found and plaintiff was advised she was having a miscarriage. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.